Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
As per the additional information received, the occurrence happened apx two weeks before notified. No issues occurred during procedure with product.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the patient underwent a laparoscopic colon procedure. The circular stapler was being used to create the anastomosis. Post operatively, the patient had an anastomotic bleed. There was temporary injury due to losing three units of blood. The patient's hospitalization time was extended by four days.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, the patient did require a transfusion stated 3 units of blood.